Manufacturer narrative:
(B)(4). More information has been sought regarding this event.

Event description:
It was reported during a code situation when trying to gain access the guide wire kinked.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire kinked during use was confirmed. Returned was one guide wire inserted through a catheter and protruding from both ends of the catheter. Visual examination revealed that the guide wire has an opened j- bend and is kinked two times at the proximal end. The guide wire also appears to be kinked within the catheter body since the catheter has three large bends. The end welds of the guide wire are visible. A manual tug test confirmed that both welds are intact. Microscopic examination revealed that both welds were full and spherical. The guide wire measured 60.1 cm which meets the length specifications of 59.6-60.4 cm. The outside diameter of the guide wire measured 0.797 mm, which is also within the specification of 0.0.788-0.826 mm. The kinks in the guide wire were observed at 18, 22 ,25, 56.6 and 57.8 cm from the distal weld. A slight tug on the wire revealed that the guide wire is stuck within the catheter. Instructions for use describe suggested techniques to minimize the likelihood of gu ide wire damage during use. A device history record review did not reveal any manufacturing related issues. Therefore, operational context caused or contributed to this complaint. No further action will be taken.